Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01369 and 1627487-2015-01370. It was reported the patient underwent a lead revision due ineffective stimulation therapy because of migration of one of the patient's leads. The migrated lead was explanted and replaced. Effective stimulation was reportedly restored postoperative. Note all of the patient's leads are being reported as explanted as it is unknown which lead was removed.